Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with a hysterectomy due to urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2011.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and ams monarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a robotic total laparoscopic hysterectomy, robotic laparoscopic abdominal sacrocolpopexy, transobturator tape cystoscopy, suprapubic catheter placement, and posterior repair perineorrhaphy performed during mesh implantation.